Event description:
A low readings issue was reported with the adc device. Customer received a low sensor scan result of 50 mg/dl. It was further reported that the customer¿s caregiver gave customer insulin, and the customer was seen in the emergency room where a reading of over 400 mg/dl was obtained on an hcp meter, which when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.